Event description:
The following has been reported: cassette mechanism is failing start up self test a preliminary review of the device log files was not performed as the customer provided log files were corrupt. The device was returned for evaluation. Upon return, the device was turned on to attempt to recreate the alarm failure. The pump immediately exhibited a red pump alarm after pneumatics cycled. The log files indicated an air compressor failure. The engineering pneumatic plate assembly was installed and the issue resolved, confirming the air compressor is the failure. The pump was opened to inspect for internal damages and found that the fva lip seals and the loading pin lips seals had excessive debris built up on them. The fva lip seals and loading pin lip seals were cleaned with alcohol. The fva lip seals and loading pin lip seals will be removed and replaced in repair. The air compressor will also be removed and replaced during repair. No other damages were found. Reporting as a conservative measure due to the air compressor failure identified during investigation. No adverse effects were reported.